Event description:
As reported by customer in another country, during a pci procedure, balloon deflation using a encore inflation device was extremely slow. It took about 1 minute each to deflate the cypher and the kongou balloons. The inflation device was replaced and the procedure was completed without a problem. The used device was disposed of at the hospital.

Manufacturer narrative:
The used device was disposed of at the hospital, therefore no failure analysis will be possible. A device history review and investigation will be conducted, but are not yet completed. Upon completion of the investigation, a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.